Event description:
It was reported that the patient didn't have the device anymore. She had a trial and they had to take it out and make modifications. The patient planned to be trying it again. It was stated they ended up ending the trial a little early because of the electrocution she was receiving. The patient couldn't walk. She tried turning the stimulation down and fixing the settings but it didn't help. She was told just to unplug it and they just took it out on the following day. It was stated the last time she talked to a manufacturer's representative and he "fixed some stuff," it was much better at that time. It was later reported that the trial went well and the patient was going to implant on (B)(6). The reporter was not aware of any issues or reports of shocking/jolting during trial. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).